Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient will undergo a revision procedure wherein the lead will be repositioned for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure, wherein a lead was replaced per physician's preference, to have better coverage of patient's pain area. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the lead will be repositioned for an unknown reason.